Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) customer service in 2009 alleging that his onetouch ultra2 meter was reading inaccurately and then she reportedly developed symptoms. The medical surveillance specialist (mss) spoke with the patient on september 15, 2009 to obtain/verify the following information: the day prior to contact to lifescan, before going to bed, the patient obtained a "303 mg/dl" on her meter. After she obtained the result, she took 16 units of novolog (dosage based on meter reading) along with her usual 54 units of lantus. Approximately 7-8 hours later, the patient woke up with the sweats and feeling weak. She tested on her meter and obtained a "64 mg/dl." She then administered self-treatment with 4 glucose tablets and then went back to bed. When she woke up 2 hours later, she got a "303 mg/dl," which she felt was inaccurate high based on her feelings: she was expecting a "150 mg/dl: result. Within a minute, the patient then tested on her backup meter and it read "138 mg/dl." Based on statistical methodology, the calculated difference between the "303 and 138 mg/dl" expected the expected value of <=30%. According to the troubleshooting performed with customer service, the correct testing/cleaning techniques were used. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she became hypoglycemic after basing her novolog insulin dosages on an alleged inaccurate high meter reading. In addition, the reported results did not meet lifescan's accuracy criteria.